Event description:
It was reported that they were unable to open the piece that drains the drain bag. Per additional information on 22mar2024, patient stated that the drainage bag 154002 did not release urine and patient stated once alligator clip was removed the hose remained crimped. Patient advised usually shipped hollister or rusch bags through byram healthcare but received bard instead. Patient wanted overnight drainage bag replaced as was unable to empty it, so it was not useable. Stated that assisted patient with secondary bard drainage bag and patient filled with water and successfully drained it.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that they were unable to open the piece that drains the drain bag. Per additional information on 22mar2024, patient stated that the drainage bag 154002 did not release urine and patient stated once alligator clip was removed the hose remained crimped. Patient advised usually shipped hollister or rusch bags through byram healthcare but received bard instead. Patient wanted overnight drainage bag replaced as was unable to empty it, so it was not useable. Stated that assisted patient with secondary bard drainage bag and patient filled with water and successfully drained it.